Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.